Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. Customer¿s blood glucose value was above 400 mg/dl. The customer continued to use the pump for insulin therapy.